Event description:
In this case, (with the information provided) the customer reported to the (fse) during a (pm) preventive maintenance site visit that the foot switch down pedal on the br ict system had been intermittently faulty. The (fse) tested and confirmed that the down pedal was exhibiting an intermittent fault. The (fse) ordered a replacement foot switch assembly, multi-function unit, which was successfully installed and tested resolving the down pedal malfunction. The system was returned to clinical service in good order. There was no report of harm to a patient, operator or bystander.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event and therefore cannot complete at this time. We will file a follow-up MDR at the completion of the investigation. Internal.